Event description:
A nurse reported to baxter (B)(4) that during use a leak was noted in the transfer set. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was not be confirmed in the lab. Evaluation was unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any leakage. A batch review could not be performed since the lot number was unknown. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.